Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap sigmoidectomy w bilateral ureteric catheters. Event description: unknown when it happened, the surgeons noticed later on the camera hours into the case that the trocar tip had a sharp edge. Trocar was empty when they noticed. It was located right lower quadrant. It broke in one piece. The account does not know if the device is a ctr73 or cts22. Additional information obtained from applied medical account manager via email on 05may2025: there was no difficulty inserting the trocar. The trocar was not used with a robot. It is unknown when the break happened. Intervention: the piece of trocar was found and the case proceeded as planned. Patient status: no patient injury or illness was reported.

Event description:
Procedure performed: lap sigmoidectomy w bilateral ureteric catheters. Event description: unknown when it happened, the surgeons noticed later on the camera hours into the case that the trocar tip had a sharp edge. Trocar was empty when they noticed. It was located right lower quadrant. It broke in one piece. The account does not know if the device is a ctr73 or cts22. Additional information obtained from applied medical account manager via email on 05may2025: there was no difficulty inserting the trocar. The trocar was not used with a robot. It is unknown when the break happened. Intervention: the piece of trocar was found and the case proceeded as planned. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit, it is likely that the cannula tip fracture was due to insertion force or instrumentation coming into contact with the tip during the procedure. However, the exact root cause is unknown. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.